Event description:
It was reported that the device was explanted. The reason for the explant is unknown. Reportedly, the device was implanted in 2008. It is unknown if the explant was attributed to the device, as no other details were provided.

Manufacturer narrative:
Device not returned.